Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had system over temperature and iabp may require maintenance. A stand by machine was used. There was no harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g2, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked the unit and observed power up test failure code 14. The fse then tested the compressor and fan functions. The fse performed compressor test, and all tests were passed. The fse ran the unit with all manifolds tests and all tests passed as well. The unit was handed over to the customer in good working condition.

Event description:
N/a.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.